Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 5 infusion sets adhesive since (B)(6) 2024. The infusion set fell off during use. The adhesive did not stick to the skin. The infusion set fell of while doing physical activity/sweating, swimming, or bathing. The infusion set was in use for 1 day. The blood glucose level of the patient was under 300 mg/dl. No further information available.